Manufacturer narrative:
(B)(4).

Event description:
After an implantation period of about 35 months this crt-d was explanted and replaced due to eri.

Manufacturer narrative:
The device was returned and analyzed. Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 34 months. An amount of 4187 episodes were recorded to the device memory and more than 60 shocks were delivered on (B)(6) 2017. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The device memory demonstrated a normal device function while the device was implanted and in service. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. The battery status eri was anticipated. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.